Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: two photos were provided and no sample was returned by the customer. The customer complaint of the tubing collapsing inside the clave can be verified based on the photo of the luer lock p/n (600117) showing that the tip had broken off. Device history record review for model 2426-0007 lot number 20076890 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No sample received. No further investigation can be conduct.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free was damaged/deformed/cracked. The following information was provided by the initial reporter: material no: 2426-0007, batch no: unknown: 20076890. The defective product number is 2426-0007. Apparently, the tubing connector is breaking inside the clave. Unfortunately, the end users don¿t have the original packaging. We¿re not positive of the lot number since they discarded the packaging. However, the lot number for the product in the supply room was (10)20076890. At this time, I don¿t have a product sample either. I don¿t know if there have been any adverse events. I will have to get with risk management for that information.